Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4) displayed "system error, out of service, revert to manual CPR " upon powering on was confirmed during functional test and archive data review. The root cause of the system error was due to a defective processor board as a result of an aging device. The autopulse platform was manufactured in september 2012 and is nearly 10 years old, well past beyond its expected serviceable life of 5 years. Visual inspection of the returned platform was performed, observed a cracked front enclosure, likely attributed to mishandling such as a drop. The front enclosure needs to be replaced to address damaged issue. This physical damage issue observed is not related to the reported complaint. During archive data review, a ua136 (invalid parameters block (system error)) error occurred, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The root cause of the system error was due to a defective processor board as a result of an aging device. To remedy the system error, the processor board needs to be replaced. Awaiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
Customer reported that the autopulse platform (serial # (B)(4) displayed "system error, out of service, revert to manual CPR " upon powering on. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.